Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm with an open book image. The blood glucose was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.